Event description:
It was reported that the unit had a downstream occlusion (dso) error. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint of downstream occlusion (dso) error. Review of event history found no relevant information. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed, and complaint was not confirmed. Downstream occlusion (dso) and upstream occlusion (uso) seals were separating from the chassis, which is a reportable malfunction due to compromised seal integrity. The seals were replaced. Performed dso/uso sensor calibration. Performed verification testing and device passed all testing criteria post repair.